Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr), which caused the patient to enter true ventricular fibrillation (vf) as a result. Technical services (ts) was consulted and recommended adjusting the rate cutoff (rco) so af with rvr does not reach the vf zone or rate control the patient. Ts noted that device inhibited inappropriate therapy for over 5 minutes in the ventricular tachycardia (vt) zone, and the patient experienced syncope due to the inappropriate shock. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr), which caused the patient to enter true ventricular fibrillation (vf) as a result. Technical services (ts) was consulted and recommended adjusting the rate cutoff (rco) so af with rvr does not reach the vf zone or rate control the patient. Ts noted that device inhibited inappropriate therapy for over 5 minutes in the ventricular tachycardia (vt) zone, and the patient experienced syncope due to the inappropriate shock. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that the ICD was explanted. No additional adverse patient effects were reported. This ICD is no longer in service.